Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issues twice due to which, she experienced diabetic ketoacidosis and high blood glucose level reported to be over 500 mg/dl. The patient was vomiting and experienced symptoms of high blood glucose level. She self-treated it with a syringe but was unable to get her blood glucose level down. Subsequently, she went to the emergency room where it was found that the cannula was bent once removed. She was given an insulin drip until her blood glucose level came down, unspecified regular medicines and ativan (lorazepam). The patient was off the pump for greater than 48 hours prior to hospitalization. The first time, she was admitted in the intensive care unit for almost a week, and then was in a regular room for about five days. The second time, she was hospitalized for seven days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.